Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that catheter entrapment occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device got stuck with the guidewire after deflation. The complete set was removed as a one unit and the procedure was completed with different device with no complications nor injuries reported. It was further reported that the wire was pulled out together with the balloon when it was removed. The guidewire used was not a bsc device. The patient was good with no health hazards after procedure.

Event description:
It was reported that catheter entrapment occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device got stuck with the guidewire after deflation. The complete set was removed as a one unit and the procedure was completed with different device with no complications nor injuries reported.